Event description:
It was reported that during a coaklier pouch procedure, the device was fired four times and the staples were not formed and coming out straight. The entire pouch was oversewn with sutures. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the tl60 device arrived in good visual condition and with a cartridge reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.